Manufacturer narrative:
The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating. See file 'results for mdrs 1219913-2020-00446 through 1219913-2020-00477.pdf' for dates of testing and test results.

Event description:
The customer obtained reactive (positive) atellica im sars-cov-2 total (cov2t) results for a number of patients. The initial reactive (positive) results were considered discordant when compared to the nonreactive (negative) repeat results. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2020-00462 on november 02, 2020. November 6, 2020 additional information: the answer to the question "was this device serviced by a third party?" Was received as "no". The sample type was serum. The reactive (positive) atellica im sars-cov-2 total (cov2t) results were not reported. The customer only reported results after reruns. The rate of non-reproducible samples was provided by the customer for three of the days: (B)(6) 2020 34 samples tested, 3 samples were non-reproducible. (B)(6) 2020 45 samples tested, 1 sample was non-reproducible. (B)(6) 2020 49 samples tested, 4 samples were non-reproducible. Siemens healthcare diagnostics continues to investigate.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2020-00462 on november 02, 2020. Siemens filed the MDR 1219913-2020-00462 supplemental report 1 on december 01, 2020. November 24, 2020 additional information: siemens healthcare diagnostics has concluded its investigation of atellica im and advia centaur sars-cov-2 total (cov2t) non-reproducible false reactive results with kit lots ending in 004, 005, 035 and 006. Siemens investigation determined that although non-reproducible false reactive results were observed with multiple kit lots, results indicate the negative percent agreement confidence interval of the kit lots evaluated overlap the confidence interval in the IFU; therefore they are performing within claims and a change in performance has not been confirmed. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. The atellica im sars-cov-2 total (cov2t) lot 005 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required.